Event description:
Customer reported having a low blood glucose episode and passed out at 5:30 - 6:00 pm prior to evening dose of insulin. Customer did not provide device results prior to the incident; however values in memory were 410,100,314, & 288 mg/dl. Customer's family member called emergency medical technician (emt). Emt device = in the 30s mg/dl. Emt's gave customer food and orange juice. No controls were used. A request was made for return product and replacement product was sent.